Event description:
According to the rptr, while testing the balloon on the catheter prior to insertion, the tip of the syringe disconnected from the syringe and lodged in the lumen of the balloon port. Rptr is unsure if this situation is related to a product problem or rough handling of the syringe.